Manufacturer narrative:
The insulin pump was received unable to prime during the prime/a33 test and motor error alarm during basic occlusion test due to protruded loose drive support disk. However, the motor passed the motor test. The insulin pump has minor scratched lcd window, cracked case near the display window corners, broken belt clip slot and cracked reservoir tube lip.

Event description:
Customer called to report that the insulin pump alarmed motor error. Customer's blood glucose levels were not included in the report. Product is being replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.